Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet system with an fsl3+ continuous glucose monitor (cgm) experienced a low blood glucose of 53 mg/dl, then consumed multiple high-carbohydrate foods and beverages, followed by cereal and supper, after which glucose rose to a highest cgm reading of 218 mg/dl and later trended down to 175 mg/dl. The event was associated with improper or incorrect treatment response, and no device component issue was applicable. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically overtreatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. Unintended use error was determined to have caused or contributed to the event.